Event description:
It was reported that during a supply change with a contact detach infusion set, the user received an unable to proceed alert at the fill tubing step and had no other alarms; a dry run was successful and the user completed the supply change with new cartridge, connectors, and infusion set, after which insulin delivery resumed and blood glucose was unaffected. Symptoms included no adverse clinical effects. Outcomes included completion of troubleshooting and successful return to insulin delivery without interruption of glycemic control, with no hospitalization or medical intervention. Investigation included guided troubleshooting and education with a successful dry run and repeat supply change using new supplies. Investigation of this case revealed that the event was consistent with an occlusion or flow interruption during the fill tubing process related to disposable components of the infusion system, resolved by replacement of supplies, with no device malfunction reproduced. It was concluded, based on previously established findings for similar reports, that the cause was user technique or disposable component-related occlusion during setup.

Manufacturer narrative:
Initial.